Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump was hard to read. The customer¿s blood glucose level was unknown. Customer states battery insulin pump had insulin shoots out during priming few times. Customer states the numerous scuffs scratches on screen due to make it difficulty to read how much insulin was priming and block out bolus amount. Customer states that they received unexplained no delivery alarm and motor take longer to rewind. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump was received with minor scratches on the lcd display window corners. The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, off no power, self test and all operating currents tests. No unexpected low battery alarms were noted. No anomalies were noted during testing. No motor error alarms were noted during testing. The motor was tested outside the device and it passed.